Event description:
The customer reported dissatisfaction with the results of the measurement of hemoglobin, too big measurement deviations compared to the biology. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During evaluation, the device passed all visual and functional testing. The device accuracy was tested using customer device and test sensor, the device provided passing results. No product performance issue was identified related to sphb. The unit was determined to be functioning as designed.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: per masimo procedure smp-1333c, sphb accuracy testing requires a minimum of thirteen (13) human subjects. Currently completing this testing is not possible due to the covid-19 pandemic. When it becomes safe to complete this testing an additional follow up with the results of the testing will be submitted. H3 other text : testing cannot be completed at this time.

Event description:
The customer reported dissatisfaction with the results of the measurement of hemoglobin, too big measurement deviations compared to the biology. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported dissatisfaction with the results of the measurement of hemoglobin, too big measurement deviations compared to the biology. No patient impact or consequences were reported.